Manufacturer narrative:
Customer did not request any service. Customer reported high sram read which resulted in an overflow of the primary filter reading for the well involved. Result obtained was negative. However, when the customer tried to retrieve the sample to repeat the testing, noticed that there was very little sample left in the tube and they also noticed hemolysis and lipids in the sample. Customer believes that red cells were aspirated since there was not enough plasma left in the tube, causing a false negative result. An osp import error report was generated following the sram read and the customer invalidated the results obtained so, no erroneous results were released. The hot line reviewed with the customer, the sample requirements listed in the summit user's guide to prevent occurrences of the same nature in the future.

Event description:
Customer reported high sram read which resulted in an overflow of the primary filter reading for the well involved. The customer invalidated the results obtained so, no erroneous results were released. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4)